Event description:
While a pt was breathing on the device, some small, rubber pieces of material ended up in the pt's mouth. No harm occurred to the pt as she simply spit out all of the rubber pieces. No medical intervention was required.